Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1 of their automated peritoneal dialysis therapy. Per initial report, an unused supply line of the homechoice set was left unclamped during therapy. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was indicated at the time of the initial report.